Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 150cc's. A new system was strung and the pt completed their treatment without further issue. Dialysis nurse reports no pt ill effects or medical intervention required. Pt continues hd therapy without further issue. There is no other known ill effect to the pt. There is no sample available for eval.